Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation and, it could not be definitively determined what the foreign material was in the nozzle at distal end. There was no damage to the area where the foreign material was detected, and it is unknown if reprocessing was conducted in accordance with instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a foreign object in the tip of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: bending angle in up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of the standard value due to wear of the angle wire, adhesive on the bending section had a chip and a crack, adhesive on the bending section cover had a white-clouded area, water removal ability did not meet the standard value due to clogging of the nozzle, objective lens had a scratch, adhesives around the objective lens had a white-clouded area, adhesives around the light guide lens had a white clouded area, plastic distal end cover had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.